Manufacturer narrative:
H3,h6 :one 72202902 footprint ultra pk suture anchor 5.5 device used in treatment, returned for evaluation. The information provided states: ¿during operation of shoulder joint, the anchor can't be implanted and pull out finally¿. Visual assessment showed a fractured anchor. The sutures were not returned. Human matter was found on the device. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: improper use of device and excessive force. The instruction for use states: ¿do not remove the retention suture from the inserter before the anchor is properly secured in the insertion site. The retention suture can be used to retrieve the anchor should it disengage prior to being inserted into the bone¿.

Event description:
It was reported that during operation of shoulder joint, the anchor can't be implanted and pull out finally. The surgeon had to remove the anchor from the patient but no further complication was reported. The procedure was completed with a back up device and it is unknown if there were delays in the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.